Event description:
It was reported that during routine replacement of the cardiac resynchronization therapy defibrillator (crt-d), the right ventricular pace impedance measured lower than 200 ohms and the shock impedance measured greater than 200 ohms. The old crt-d was reattached and the measurements were the same. The physician elected to implant a new rv lead and abandon the original one. The procedure was successfully completed and no additional adverse patient effects were reported.